Event description:
Staff at the dialysis unit reported the pt's tesio catheter had "bulging piece of plastic which exits the body. Looks like an aneurysm of the plastic piece of catheter". The pt was sent to the surgeon for catheter replacement.